Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre reader compared to the adc freestyle libre sensor and hcp meter. Customer obtained a fingerprick reading of "lo" (readings less than 40 mg/dl) on the libre reader which was lower when compared to reading of 17.2 mmol/l (309.6 mg/dl) obtained on the sensor. Customer experienced symptoms described as "trembling, non thinking, vomiting" and subsequently lost consciousness. Paramedics were called who transported her to the hospital where a reading same as the sensor reading was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and treated with fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid strip lot number was not provided for the precision strips. A dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips were reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on the adc freestyle libre reader compared to the adc freestyle libre sensor and hcp meter. Customer obtained a fingerprick reading of "lo" (readings less than 40 mg/dl) on the libre reader which was lower when compared to reading of 17.2 mmol/l (309.6 mg/dl) obtained on the sensor. Customer experienced symptoms described as "trembling, non thinking, vomiting" and subsequently lost consciousness. Paramedics were called who transported her to the hospital where a reading same as the sensor reading was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and treated with fluids. There was no report of death or permanent impairment associated with this event.